Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2017 and mesh was implanted during which the surgeon noted that he spent an hour taking down adhesions form the existing mesh, which was removed from the posterior rectus sheaths. It was reported that the patient underwent an incision and drainage of deep abdominal wall abscess on (B)(6) 2017 during which the surgeon noted the previously placed mesh was encountered, incised and divided, which opened up a collection of pus that was evacuated. It was reported that the patient underwent a pulse lavage of an abdominal wound on (B)(6) 2017. It was reported that the patient experienced severe pain, nausea, infection, abscess, recurrence, dense adhesions, scarring, disfigurement, loss of appetite, stress and anxiety. Other procedures are captured under separate files. No additional information was provided.